Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2013. Asr xl- left. Reason(s) for revision: pain, possible component loosening (acetabular cup). Lot numbers to be retrieved from explant. Update received 28th october, 2013. Form 57 added. Revision date amended, additional hospital added. Asr revision to take place on (B)(6) 2013 update received 4th november, 2013. Lot numbers added for cup and femoral head. Update received: 27th november 2013 - confirmed revision took place: (B)(6) 2013. Update 1 sep 2015: rec'd kennedys spreadsheet, marked com as legal, added kid, additional surgeon - dr. (B)(6), all product information, mw fields. (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.